Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer got hospitalized due to low blood glucose with unknown blood glucose levels at the time of the incident. The reporting party did not mention how they treated. The reporting party did not mention any symptoms. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. There is a pending legal action on the incident and no further information was obtained. It is unknown if the insulin pump will be returned for analysis.